Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a revision surgery on an unknown date to remove a dynamic hip system (dhs) plate and screws. The reason for revision surgery was due to the implants cutting out of femoral neck head of the bone. This report is for an unknown quantity of unknown dhs screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a revision surgery to remove dynamic hip screw system (dhs) plate and screws on (B)(6) 2016 due to the patient presenting with a non-union. Original surgery date is unknown. Prior to the revision, the initial implants were unidentifiable. Once the implants were removed, it was confirmed that the patient was originally implanted with one (1) dynamic helical hip system (dhhs) plate, one (1) dhs lag screw and three (3) unknown screws on the distal portion of the plate. An x-ray was taken on an unreported date. The reason for the revision surgery was due to the dhs lag screw implant cutting out of the femoral neck head of the bone. Patient was revised to a total hip replacement. Surgery was completed successfully with no time delay and patient is reported in stable condition. Concomitant devices reported: screws (part/lot unknown, quantity 3); dynamic helical hip plate (part/lot unknown, quantity 1) this is report 1 of 1 for com-(B)(4).